Event description:
A report was received that during the permanent procedure, the physician had trouble connecting the lead to the extension. The physician had to push the lead into the extension and in doing so bent the lead between contacts 4 and 5. The following day, the bsc representative was able to successfully program the pt. It was noted that two contacts had low impedances. The pt then reported fever and leg pain. The physician tested for possible infection. The physician decided to replace the left lead that was giving off the low impedances readings. The pt was given 3 different antibiotics and was reportedly doing well.